Event description:
A report was received that the patient was experiencing pain at the pocket site due to ipg was tilted. The patient underwent a pocket revision procedure and was doing well postoperatively. No device malfunction was suspected.